Event description:
Six hundrend thirteen days after a coronary artery drug-eluting stenting treatment procedure the pt had a target vessel re-intervention (tvr). The index procedure treated 2 de novo target lesion. Target lesion 1 was a 4.0mm vessel diameter, 8mm long, right coronary artery (rca). The lesion was not predilated. The physician implanted 1 taxus express2 3.5x12mm drug-eluting stent (des). Target lesion 2 was a 3.5mm vessel diameter, 8mm long, with mild calcification, 95% stenosis, in the distal rca. The lesion was predilated was 70% stenosis. The physician implanted 1 taxus express2 3.5x12mm drug-eluting stent (des) with 2mm of overlapy with the previous stent. Post-treatment, the lesion were 0% stenosis and timi 3 flow. The pt was discharged 1 day post-index procedure receiving aspirin and clopidogrel. The pt had a tvr 613 days post index procedure. He was admitted with anginal symptoms with ecxertion. "He underwent angioplasty which revealed moderate disease in the distal rca with a 70% lesion." "The pt underwent pci of the rca with 2 cypher stents placed in the distal and mid rca. The first cypher stent was placed 'immediately proximal to the pda, extending back to the old stent.' The physician "reviewed pci procedure of 2005 determined that tve was not related to taxus side of the stent the two stents placed were on either side of the taxus stent, with no overlap." There were no reported complications and the pt was discharged 1 day later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.